Manufacturer narrative:
Standard disclaimer on file.

Event description:
A diabetic pt (type I for 24 years) obtained several elevated readings with the suspect device on the evening of 5/27/97 at two hour intervals. The pt continued to dose with insulin in response to these readings. At 2:45 am on 5/28/97, the pt's wife reported that he was in insulin shock, tested, and obtained a result of 37 mg/dl with the suspect device. Ems was notified, and the paramedics obtained a result of lo with an unknown device. The pt was given two units of d50, transported to the hospital, and IV glucose continued.